Event description:
It was reported occlusion alarms occurred. The customers blood glucose level was displayed as "high" a specific value was not provided. To address the elevated blood glucose, the customer administered a correction bolus via the pump and a manual dose injection, and resumed insulin delivery.